Event description:
It was reported broken screw in implant. Upon restoration of permanent crown internal screw broken off into implant. Unable to remove, bone graft. Tooth #13 (universal).

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D10: xiitp6585, osseotite tapered certain prevail implant 6/5 x 8.5mm, lot number 2022040756. E1: initial reporter¿s title is not provided / unknown.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) portion / fragment of the ieeha345, (certain bellatek encode emergence healing abutment 3.4mm(d) 3.8mm(p) 5mm(h)) for evaluation. Visual evaluation of the as returned devices identified the fractured screw fragment stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Investigator inspected tool and confirmed the implant is stuck in it. Also confirmed the tool is a third party tool, not a zimmer tool. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 1269196. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1269196 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture screw. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are excessive occlusal forces, or customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.